Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and liquid crystal display (lcd) flex circuit. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator generated an erratic lower display, and a blank top display. There was no patient involvement.